Event description:
In (B)(6) of 2008, I had essure inserted after the birth of my daughter in (B)(6). A year later I started having lower abdominal pains, stabbing, burning, cramping pains. These pains were not associated with my menstrual cycle. Shortly after those pains started, I started getting yeast infections then urinary infections and bacterial vaginosis. The list goes on to ovarian cysts to now having irregular menstrual cycles and passing blood clots the size of a golf ball. I went to the doctor regularly when this first started until I became immune to the antibiotics and discovered otc meds that worked just the same. I have had beyond numerous x-rays, ultrasounds, CT scans etc. Every obgyn I've been referred to keeps telling me it's just my age and these ongoing painful symptoms don't apply to the essure procedure. I'm (B)(6). This has been going and getting worse for the past 7 years now. How much more do I have to endure and suffer? I have 2 children that depend on me and there are more times than I can count when they have to help take care of me because I can't even get out of the bed. I've done my research and all my symptoms are related and can be reversed and or eliminated. But doctors tell me no. I'm miserable and was healthy until this procedure and never had these problems. Now they are getting worse.